Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was to be implanted within a non-bsc stent due to ingrowth in the bile duct. The patient did not have tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. The stent was partially deployed but failed to fully release. It is unknown whether the stent was reconstrained prior to removal from the patient. Following removal, it was noted that the delivery system was twisted. No other visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.